Event description:
It was reported that the customer noticed air bubbles near the reservoir compartment of the insulin pump. Troubleshooting was done. Customer's blood glucose was 350 mg/dl. Customer will change out the reservoir and was given directions on how to clear the air bubbles. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.